Event description:
Ventriculoperitoneal shunt seems to have changed settings spontaneously. Per patient's report and medical record ((B)(6) 2021 and (B)(6) 2022), last known setting was last 1.0. Upon return of symptoms and shunt interrogation on (B)(6) 2022, setting was 0.5. FDA safety report ID# (B)(4).